Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon over inflates and burst. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history record for lot 15ce11 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter balloon over inflates and burst. The patient's condition was reported as unknown.